Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article/literature was received entitled " case report a case of cementless impaction bone graft in a revision total hip arthroplasty requiring calcar reconstruction". Literature article entitled "a case of cementless impaction bone graft in a revision total hip arthroplasty requiring calcar reconstruction" written by shigeo ishiguro, kunihiro asanuma, tatsuya tamaki, kazuhiro oinuma, and akihiro sudo. Published by case reports in orthopedics published online/accepted by publisher 28 feb 2021 was reviewed. The article's purpose was to follow the case study of a 48 year old man with femur loosening of a reamed bipolar arthroplasty performed in 1990 involving competitor products. The patient was treated with a cementless impaction bone graft using a corail (depuy synthes) stem in the femur in revision tha surgery. The patient was followed for over 5 years post-revision. X-ray and CT images can be found on page 4 of the literature article. Depuy products with known adverse event(s): corail femoral stem. Adverse events: apparent intra-operative femoral bone fracture with no indicated treatment. Post-operative subsidence shown at 2-year post-operative x-ray. No additional subsidence at 5-year post-operative x-ray. No treatment indicated.